Event description:
On (B)(6) 2013, patient reported the infusion device did not properly provide an a2 battery low alert before the e2 battery depleted error. This was verified by viewing the alarm history. The infusion device was not dropped on a hard surface within the past 48 hours. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. All alarm functions were tested successfully and no malfunction was observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E2 and a2 errors were found in the history list, and before each e2 occurred the pump correctly triggered an a2 alert. The battery cover passed the optical inspection.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.